Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient noticed persistent line in vision. The surgeon observed a small scratch on the optic of the lens and planning to explant the lens. Additional information has been requested, yet no new information received.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. Received photos show an implanted iol. There are what appears to be some small marks on the image. We are unable to determine if these are on the surface of the iol. The reported complaint cannot be confirmed from the provided photos. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).